Event description:
A report was received that stated after the procedure, the warning blanket was removed from the pt. The warning blanket was rolled up while still connected to the convective warner and the convective warmer was not turned off and continued to blow warned air. The device demonstrated signs of overheating and the smell of smoke was noted. The device was not in use on a pt at the time and there was no pt involvement.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.